Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019, 620bg31 heart band, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and an impedance warning for low and high impedance. The right ventricular (rv) lead exhibited high impedance and high thresholds. The ra lead remains in use. The rv lead was explanted and replaced. The replacement rv lead also exhibited high impedance and increased thresholds. The replacement rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.